Event description:
Patient underwent cataract surgery in 2001 and implantation of staar model aq-2010v intraocular lens. There was a posterior capsule tear. As stated by dr during the insertion, the lens seemed to explode extra forcefully out of the injector. The lens was inserted and removed. The surgeon could not confirm what caused the capsule tear; he stated the tear occurred during surgery; either during the insertion or during the rotation of the lens. He also stated that the pt is a diabetic and possibly had loose zonules prior to the surgery. A vitrectomy was performed and an anterior lens was used. The pt's visual aquity without correction is 20/200 and with correction 20/40, this is one week postop. The patient is doing fine.